Manufacturer narrative:
E1: (B)(6). E1: name: medtronic minimed country: united states of america street:18000 devonshire street city: northridge state: california zip code: 91325. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that patient faced an event where infusion is not disconnected during the rewind or prime sequence causing low blood glucose and addressed it by carbs intake on (B)(6) 2026.